Event description:
It was reported that the powersail was used to treat a distal rca. There was calcification in the lesion. The powersail was inflated at 12 atm but, was insufficient. Upon deflation the unit could not be deflated. Negative pressurize was applied several times but the powersail would not deflate. Finally, after pulling the powersail forcibly it was removed from the pt. Another device was used instead of the powesail and the procedure went well.